Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2016-04298 and 2134265-2016-04294. It was reported that automatic pullback failure occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending (lad) artery. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter and a pullback sled to view the target lesion. During percutaneous coronary intervention (pci), image appeared at preparation however, the atlantis¿ sr pro² imaging catheter was unable to pullback. Reconnection between the pullback sled, the motordrive unit (mdu5) plus and the atlantis¿ sr pro² imaging catheter were performed but the issue was not resolved. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's status is good.